Event description:
Irrigation pump malfunctioned during surgery read "low pressure", h2o chamber had to be filled manually by circulating nurse. Pt's thigh was swollen postop. Swelling had decreased by the time pt arrived in spu recovery area, and pt had no further problems and was discharged to home. Pump removed from service for eval by biomedical service.